Manufacturer narrative:
Follow-up MDR will be filed when the investigation is complete. (B)(4).

Event description:
The measurements can produce inaccurate values from the dicom header values provided by various vendors. There was no patient involvement.